Event description:
The patient alleges skin irritation and liver disease/toxicity. Patient harm or injury allegation. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges of cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, section h - device problem code, evaluation method code and evaluation results code has been updated.